Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; the reported event of heat was not duplicated. The device was found to be affected by a broken bearing. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated. There was no patient involvement; no patient impact.